Manufacturer narrative:
The handpiece was received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that liquid leaks out of the handpiece. The leak was coming from the head of the device. There was no patient involvement. There were no adverse consequences reported as a result of this event.